Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found.

Manufacturer narrative:
Date of report: 21sep2021.

Event description:
The customer reported that when turned on, the device gives alarm with led failed error. The customer reported that the unit was not in use on patient. The customer contacted product support and stated that the unit is giving led alarm failure error. Product support had customer verify error code in service log. The customer found error code 1105. Product support gave customer the options for resolving error 1105: disconnect all power (if this code does not recur when power is reconnected, no further action is required. Replace the power switch overlay. Replace the pm pcba. Replace the ui pcba. Replace the ui to pm pcba cable further information is pending.